Event description:
A report was received that during an implant procedure following the insertion of the paddle lead the patient was experiencing severe abdominal pain post-operative and was intubated. The patient underwent an explant procedure. The patient subsequently developed a hematoma which the physician assessed was probably caused by the explant procedure. The patient remained in severe pain and the hematoma was evacuated.

Event description:
A report was received that during an implant procedure following the insertion of the paddle lead the patient was experiencing severe abdominal pain post-operative and was intubated. The patient underwent an explant procedure. The patient subsequently developed a hematoma which the physician assessed was probably caused by the explant procedure. The patient remained in severe pain and the hematoma was evacuated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial/lot #: (B)(4), description: scs phiii extension; model # sc-1110-02 serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that during an implant procedure following the insertion of the paddle lead the patient was experiencing severe abdominal pain post-operative and was intubated. The patient underwent an explant procedure. The patient subsequently developed a hematoma which the physician assessed was probably caused by the explant procedure. The patient remained in severe pain and the hematoma was evacuated.

Manufacturer narrative:
The returned product analysis indicated that the paddle lead passed photographic testing. The lead was found to be cut. Damage to the device was similar to the typical explant procedure damage and was not considered a failure. The returned product analysis indicated that the ipg passed electrical, performance and visual tests performed. The complaint regarding severe pain was not verified. The device passed all required tests. The device exhibits normal device characteristics. The returned product analysis indicated that the lead extension passed electrical, photographic and visual tests performed. The device exhibits normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient was intubated as a means to provide relief for the pain being experienced, which was due to the procedure and not the device. The patient was explanted and is now recovering at home.